Event description:
It was reported that the user experienced persistently elevated blood glucose and, upon rechecking supplies, identified a leaking ilet cartridge; the user replaced the supplies successfully, and the affected component was the reservoir, consistent with a leak-related device problem. Symptoms included hyperglycemia, headache, and nausea. Outcomes included a delay to treatment or therapy without hospitalization. Investigation of this case revealed evidence consistent with a leakage at the seal and localized the issue to the reservoir component, aligning with a leak/splash device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.